Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bit was broken when insert the drill bit for the plate. The patients cortex was very hard. The proximal part of drill bit is still inside of the patient. It was also reported that a medical review was completed and the poor quality intraoperative images does not confirm breakage of the device. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values are in compliance with ao/asif specifications and with the international standard of stainless steel, 440a per iso 7153). The dimensions of the broken drill bit were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specifications. The microscopic view of the broken surface does not show any anomalies of materials structure, what indicates material conformity as well. Neither a material nor a manufacturing issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.